Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician suggested a lead revision due to low impedance and noise on the right ventricular lead. The lead was capped successfully and replaced. The patient was stable following the procedure and would be followed normally.